Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they spoke with a representative regarding their concern and turned up the intensity. The patient was aware of the battery status of the ins, and they knew it needed to be replaced but they didn't have insurance at the time. The patient asked to stop sending them letters.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was patient thinks the device is starting to malfunction. The issue started probably within the last 6 to 8 weeks. The patient's sleep has not been what it once was. During the day they don't have a lot of urges. Yesterday when they had it turned up higher, they had 3 or 4 false urges to defecate. Today they had urges to urinate that have been less than wonderfully productive. The patient was redirected to their healthcare provider to further address the issue.